Event description:
The manufacturer received information alleging a ventilator's airflow was stopped. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint wasduplicated,the foam blocked the flow route  the sponge of the air inlet path assembly was observed to be lifted up. The device's inlet air path foam needs to be replaced to address the issue.